Event description:
It was reported that this left ventricular (lv) lead dislodged after implant leading to high pacing thresholds, loss of capture and muscle stimulation. This lv was successfully repositioned, and measurements are with in normal range with no further reports of muscle stimulation. No additional adverse patient effects were reported.